Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the battery compartment was cracked with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection and was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The leak test failed with a battery compartment leak. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.